Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states that the front caster rim has cracked. The end user states it has cracked where the spoke meets the rim.